Event description:
Clinical trial. Clinical assessment on the day of enrollment indicated that the patient's qualifying condition was stable angina and patient was referred for cardiac catheterization. One 21mm long target lesion located in the mid lad with 75% stenosis and a 3.0mm reference vessel diameter was randomized into the study. Treatment consisted of pre-dilatation and placement of a 3.0 x 24 mm study stent, reducing the stenosis to 0%. The patient was discharged one day later on protocol doses of asa/plavix. On day 836, the patient presented to an outside hospital with chest pain. ECG and cardiac enzymes were negative. The next day, the patient underwent coronary angiography which revealed the following: 95% in-stent restenosis of the lad, 30% proximal stenosis of the om1, and a chronically occluded rca. Core lab qca report of target lesion notes 81.28% in projection 1 and 79.42% in projection 2. No intervention was performed and the patient was discharged with plans to return for CABG. Two days later, the patient was readmitted due to severe anterior wall chest pain. Serial enzymes and ECG's were negative for acute mi. On day 845, the patient underwent CABG x3 with: lima to the lad (target vessel), svg to the marginal, and svg to the r-pda. Post-operatively, patient developed acute respiratory distress syndrome (ards) which was treated with medication therapy. Patient also suffered from acute delirium and psychotic overtones. Twenty six days later, the patient was discharged. In the opinion of the physician, there was a probable relationship of tvr to study stent. In the opinion of the physician, there was no relationship of tvr to index procedure. Lastly, in the opinion of the physician, there was a probable relationship of tvr to prior co-morbid condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.